Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage power supply regulator board. The system operates as intended.

Event description:
The customer reported that there was a "kv on in error" message. This error may cause the system to shut down uncommanded. There is no report of injury or death associated with the event described in this complaint.